Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow up was done and it was reported that the separation occurred during device removal. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported foot separation was confirmed. The reported needle to cuff miss was observed as a suture separation from the swage end of the posterior needle tip. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause could not be determined. Factors that may contribute to a needle to cuff miss and foot separation may include, but are not limited to, user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break. The subsequent treatment and foreign body in patient appear to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated from 2120541 to 3031542. H6: health effect clinical code 4582 removed.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using two proglide devices after an interventional leg percutaneous transluminal angioplasty procedure with a 7f sheath. Reportedly, with both devices, a cuff miss [suture retrieval issue] occurred. The sheath was reinserted back into the patient. The patient remained in the hospital overnight, and once anticoagulant was out of the therapeutic range, the sheath was removed and manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.